Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2012 and obtained the following information: the patient tests between eight to ten times a day and manages her diabetes with novolog insulin (via insulin pump). The patient confirmed that in (B)(6) 2012 (date/time unknown) she obtained a blood glucose reading of "475mg/dl" with the subject meter. Based on her blood glucose reading, the patient indicated she administered between four to five units of insulin soon after. Approximately one to two hours after the alleged issue occurred, the patient confirmed and clarified she developed symptoms of "shaking, ringing in ears, and was seeing spots" (symptoms the patient correlated with low blood glucose). Immediately after the onset of her symptoms, the patient indicated she tested her blood glucose with a secondary/ backup meter (onetouch ultramini meter), obtained a reading of "40mg/dl", and administered food and drink as self-treatment. The patient reportedly felt better approximately six to ten minutes after treatment. During troubleshooting with the customer service representative, it was discovered that the patient was not storing her test strips properly (per owner's booklet recommendation). The patient clarified (with mss) she was storing test strips (from multiple vials) into a single vial. Replacement products were sent to the patient. Although it was discovered that the patient was not storing her test strips correctly, this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided. The 510(k) # is k073231.